Event description:
It was reported by the customer that a patient underwent phacoemulsification on (B)(6) 2025, with a tecnis simplicity monofocal intraocular lens (iol) +26.5 d implanted in the left eye (os). This resulted in a significant myopic surprise of -2.50 d that remained consistent. The surgeon recently exchanged the left lens for the same model, a tecnis simplicity monofocal intraocular lens (iol) +24.0 d, on (B)(6) 2025, and is currently awaiting the post-operative follow-up. The patient's status was reported to be temporarily impaired, and no further information is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown; information not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.